Event description:
It was reported that during a da vinci-assisted prostatectomy radical salvage surgical procedure, the 8mm medium-large clip applier instrument was not clipping correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A clip can be properly loaded into the clip groove of the grip-tips. The instrument passed the clip test on 3 of 3 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.